Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), and quality control was conducted during the investigation. Multiple attempts were made to acquire the complaint device from the user facility, but the complaint device had not been returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor ansel guiding sheath was used in an arteriography and alt in the left inferior limb. Per the international report, after placement of the introducer, during injection, a leak was observed in the valve area. Another device was used to complete the procedure. Additional information has been requested, but has not yet been received.